Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID: 3387-40 (lot: 0211889678); product type: 0200-lead; implant date (B)(6) 2016; brand name: activa; product ID: 3387-40 (lot: 0211818621); product type: 0200-lead; implant date (B)(6) 2016; brand name: activa; product ID: 3708660 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2016; brand name activa; product ID: 3708660 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient attended programming clinic and was reported by the nurse to have noted a change in therapy and efficacy of program. A impedance was run on the current program, and it was noted that there was a high impedance on electrode 2 on l stn lead. The patient was programmed around the high impedances as was previously programmed + 2 and - 1. They ran a therapy impendence. The patient reprogrammed and therapy impedance run on new program. The patient stated feeling better on new program. Patient is receiving therapy and will monitor.